Event description:
A micro drill long straight attachment was sent for service and it overheated during failure analysis. No adverse event was associated with the device.

Manufacturer narrative:
Debris and corrosion around the internal components were identified as the probable cause of the device overheating. Corrosion and debris in the attachment can cause overheating due to increased friction between the moving parts. The micro drill long straight attachment was scrapped because it is not a repairable device once it is disassembled.